Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Can more information be provided on the technique used to secure the anvil? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? What type of leak test was performed? Was the staple line visualized endoscopically? Is it the surgeon¿s normal routine to oversew? If not, why was the anastomosis oversewn? What was the reason to oversew three-quarters? How was the leak identified? What was observed at the site of the leak upon reoperation? Was the leak from the area that was not oversewn? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the leak addressed directly? If so, how? Will the ostomy be reversed? What is the current status of the patient?

Event description:
It was reported that three- or four-days post-operative after a robotic assisted low anterior resection the patient developed a leak. During the initial procedure the stapler fired with no issues. The donuts looked good and the patient passed the leak test. Surgeon stated that she over sewed the anastomosis three quarters of the way to reinforce it. The patient was brought back to the or and the surgeon performed a diverting ileostomy. Rep noted that this only happens when the surgeon uses the technique of securing the anvil with a v loc stitch.